Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: the customer complaint of a line through the display could not be assessed due to blank screen. Product analysis was unable to test the display and buttons due to the blank screen. There was evidence of moisture observed on the display screen, and upon further investigation, there was evidence of moisture throughout the inner pump case, on the printed circuit board and on the display flex ribbon and contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.